Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Maude report number: mw5079962. Ethicon curved tip vascular 4 staple line endo-stapler was passed by the surgeon easily across a pulmonary artery branch, via thoracotomy incision, and was the last arterial branch prior to completion of the left upper lobe for primary lung cancer. The stapler appeared to function normally. Around 5 mins after staple completion, there was sudden dehiscence of the mid segment of the staple line. This was addressed traditionally, initially with gentle pressure, then a clip, then suture. The tissue was friable and the buttressed suture tore through the tissue resulting in massive bleeding. Although the artery was clamped, ultimately repair of the situation. Could only be achieved with proximal division of the pulmonary artery within the pericardium. The pt was resuscitated but ultimately succumbed to the effects of the event. Metastatic cancer to lymph nodes both within the lung and within the mediastinum. Although another arterial branch was involved with tumor and required suture ligation, this artery was not adjacent to malignant adenopathy and dissected easily. There was no discernable defect in the tissue at this area prior to, or immediately after, division. There was little, if any, blood loss during the procedure until this point. Additional information received from surgeon: what were the indications for surgery? Lung cancer. What was the reason for the convert to open prior to firing device? Converted to open for nodal disease at the lingular artery (not the same artery in question). The stapler had been fired twice prior to the index artery, once on the vein and once on a posterior artery. Were any issues noted with device performance during the procedure? No issues notes. Were there any staples present? If so, what were their form? The staples were intact on the ends of both staple lines, the midsegment either failed to deploy or dehisced. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes, I have never fired the stapler when this wasn't the case. Ever. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? The team says that they inspect the staple loads each time. I didn't see any tissue or loose staples in or around the index vessel. Did the patient have any coagulation disorders or on preoperative anticoagulants? No. Was an autopsy performed? No.

Event description:
It was reported that during a lobectomy, pve35 and vasecr35 were used to take a pa/pv during the case. The case started off as a robotic case and was converted to an open case before firing on this vessel. The vessel was taken and a little oozing occurred. After five or so minutes the surgeon noticed what looked like dehiscence of tissue in the middle of the staple line. She manipulated the tissue to try and place a clip and the tissue let loose with uncontrollable bleeding. A pledget on suture was used to try and close defect in vessel but it kept bleeding. Was eventually able to stop bleeding, but patient passed away next day in ICU.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2022.

Manufacturer narrative:
(B)(4). Investigation summary: as the device was not returned, an additional information received from conversation with surgeon on november 7, 2018: the surgeon stated that the patient was a female in fairly good health. The case started as a robotic left upper lobectomy but knew we would convert to open electively. Divided the last arterial branch prior to completion of the left upper lobe. She noticed when the mid-branch dehisced, during the attempt to fix it seemed like tension on the tissue caused it to continue to dehisce centrally. The bleeding was able to be controlled intra-operatively and the patient received about 10 units of blood and blood products. After the procedure the patient was brought to ICU but passed away about 15 hours later. There was no additional blood loss after admission to ICU. The surgeon believes that the blood loss was from just one area, the problem staple line. The surgeon was asked about staple form and stated that no issues were noticed immediately after firing. She stated that she was not paying attention to the staple line and was completing the lung work when the dehiscence occurred.